Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low", specific value not provided. Suspected cause was due to the customer¿s basal rate and correction factor settings requiring adjustments. Customer consumed glucose tablets and ate food to address bg. Customer updated their settings to address the event.